Event description:
Reportedly, the ICD involved in this report was interrogated during a follow-up performed on (B)(6) 2011. Some recorded oversensing episodes were recorded. All the rv lead tests (sensing, impedence and thresholds) that were performed showed stable and normal values. In order to ensure proper functioning of the rv lead, the ICD memories (aida) were reviewed, and the rv lead impedance trend graph was found empty. Older files/records were reviewed, showing the same empty rv graphs. Reportedly, pacing was programmed on lv lead only; the physician would like to understand if this could be the reason for the observed empty impedance trend for rv lead. The physician thinks it would be appropriate to show all the impedance trends.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.